Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and freestyle precision pro meter, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc device. Abbott diabetes care received a complaint via email in which a healthcare professional (hcp) reported on behalf of a customer whose glucose level read low on their freestyle precision pro meter. The hcp indicated that the staff used the incorrect strip (ketone strips instead of glucose strips) to obtain the customer¿s glucose reading. As a result, the staff mistook the ketone reading for a glucose reading and treated the customer with dextrose fluids and intramuscular glucagon for their hypoglycemia. Upon realizing the mistake, a second glucose test was performed (using a glucose strip) and results of 22 mmol/l and 24 mmol/l were obtained. The customer was diagnosed with diabetic ketoacidosis (dka) but no further treatment was reported. There was no report of death or permanent injury associated with this event.

Event description:
A low readings issue was reported with the adc device. Abbott diabetes care received a complaint via email in which a healthcare professional (hcp) reported on behalf of a customer whose glucose level read low on their freestyle precision pro meter. The hcp indicated that the staff used the incorrect strip (ketone strips instead of glucose strips) to obtain the customer¿s glucose reading. As a result, the staff mistook the ketone reading for a glucose reading and treated the customer with dextrose fluids and intramuscular glucagon for their hypoglycemia. Upon realizing the mistake, a second glucose test was performed (using a glucose strip) and results of 22 mmol/l and 24 mmol/l were obtained. The customer was diagnosed with diabetic ketoacidosis (dka) but no further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.